Manufacturer narrative:
A DHR review for anti-a (murine monoclonal) series 1, 101674 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria . According to the galileo operator manual,forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Testing of lot 101673, 101674 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay in 2007. However, this customer had not loaded the revised assay at the time of the complaint.

Event description:
Customer reported abo rh discrepancies on galileo using the reflex fwd aborh assay .